Event description:
It was reported that the as lvp 20d dehp 2ss cv IV tubing leaked during the iron infusion. The following information was provided by the initial reporter: "IV tubing was used for iron infusion, as we were programming in a few more ml's to complete the infusion we felt that it was wet underneath the cassette and pump, we looked and there was iron coloured fluid noted underneath the pump."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/27/2021 h.6. Investigation: two photos was received by the customer for investigation. One photo was of a used primary set, model 2420-0500 lot 21013060, and the other showed traces of fluid on the back of a pump. One primary set, with a secondary set attached to the top smartsite, was also received for investigation. The set was primed and a leak was observed at the cassette below the pumping segment. The customer's complaint of iron colored fluid underneath the pump was verified. A device history record review for model 2420-0500 lot number 21013060 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21013060 regarding item #2420-0500. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv IV tubing leaked during the iron infusion. The following information was provided by the initial reporter: "IV tubing was used for iron infusion, as we were programming in a few more ml's to complete the infusion we felt that it was wet underneath the cassette and pump, we looked and there was iron coloured fluid noted underneath the pump."